Manufacturer narrative:
It appears that the inner lateral edge of the constraint liner has been subjected to impingement. The type of hip stem used is unknown. The reason for repositioning the cup is not known. Availability of post-surgery and pre-revision x-rays may have provided better insight into the situation. Exact cause for the current situation is not known. Returned with the head inserted in the liner, and the constraining ring disassociated. Constrained lip exhibits extensive deformation. Device history records indicate device was manufactured to specification. Device meets print specifications.

Event description:
It is reported that the device was implanted in 2006. Post-op, the 32mm head pulled through the ring on constraint. The liner was not damaged nor disturbed. The surgeon conducted revision surgery in 2007 where he repositioned the cup in a new trilogy constrained liner.